Event description:
While using a dynaflex adjustable herbst sleep appliance, I woke up gaging and without being able to breath. I woke my wife up and noticed that I appeared to be choking. She performed the heimlich maneuver and a portion of the adjustable piece was dislodged from my airway. Upon inspection, the adjustment mechanism separated from the mouth guard and a hairline crack occurred at point of fixation. FDA safety report ID# (B)(4).